Event description:
It was reported to boston scientific corporation that a hurricane rx balloon was used during a biliary dilatation procedure performed on (B)(6) 2015. According to the complainant, during unpacking, the physician noted that the balloon was detached from the catheter. Reportedly, there were no damaged noted on the device packaging. The procedure was completed with another hurricane rx balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) balloon detached upon unpacking. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx balloon was used during a biliary dilatation procedure performed on (B)(6) 2015. According to the complainant, during unpacking, the physician noted that the balloon was detached from the catheter. Reportedly, there were no damaged noted on the device packaging. The procedure was completed with another hurricane rx balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was returned up to and including the exit marker, the wingtool was also returned. There was no balloon attached. The catheter appeared stressed and kinked around the exit marker area and the tip was stressed and stretched. A functional evaluation could not be performed due to the condition of the device. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.